Manufacturer narrative:
(B)(4). It was reported that the patient was originally discharged from the hospital from peritonitis on (B)(6) 2014. The patient was believed to have had a recurrence of the peritonitis along with other unrelated issues. The patient was hospitalized from (B)(6) 2014 and the nurse could not confirm peritonitis again due to the culture results. The patient was administered prophylactic intravenous (IV) vancomycin (dose and frequency not reported). The peritoneal dialysis therapy was ongoing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, swollen abdomen, and blood in bags. The patient was hospitalized for the event and was treated with intravenous cefazolin (dose and frequency not reported) for peritonitis. Dianeal therapies were ongoing. On an unreported date, the patient and caregiver are scheduled to be retrained on aseptic technique with a pd nurse. At the time of this report, the patient was reported to be recovering from the event of peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). At the time of this report, peritoneal dialysis (pd) therapy has been discontinued. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).